Manufacturer narrative:
Correction: the MDR record was found to be a duplicate of MDR (B)(4). Please refer to that MDR record.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a procedure, the navigation system had difficulty recognizing instruments. The procedure was completed with the use of navigation as the issue occurred when the navigation was not needed. No information was provided on delay to procedure. No impact on patient outcome.